Event description:
During troubleshooting for an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that the patient line clamp was closed. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient line clamp being closed during therapy is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.